Event description:
At about11 months from the primary, the patient came in with pain due to a anteverted cup and the cause is unknown. The surgeon revised the medacta cup and liner to a competitor cup and liner. The surgeon upsized the medacta head to a medacta head with a sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 november 2025. Lot 2403429: (B)(4) items manufactured and released on 29-jul-2024. Expiration date: 10-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.